Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).

Event description:
A customer reported she received a reading on her adc meter that was lower in comparison to a reading from an hcp meter. The customer reported that on (B)(6) 2012 she had been preparing for a pre-planned hospital procedure and "took 1/2 dosage of insulin" as directed by her health care provider. The customer stated she "started to feel funny, sweating, shaky and nausea". The customer presented to a health care facility, and reported a reading of 140 mg/dl at 1:55pm on her adc meter that was lower in comparison to a reading of 300 mg/dl from an hcp meter at 2:15pm. The customer was diagnosed with hyperglycemia, and treated with an unspecified dosage of insulin, in addition to intravenous glucose. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.